Manufacturer narrative:
Unexpected replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump received with normal operating currents. No unexpected low battery alarm noted in the pump history or long trace. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery after 2 days of use. Customer's blood glucose was unknown at the time of incident. No further details given.